Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer via the manufacturer representative (rep) reported that since the implantable neurostimulator (ins) replacement, they claimed the implant didn¿t work and that there might be a short in it. It was stated when the patient pushed on the implant, it shocked them. The healthcare professional did an impedance check on the patient about 6 months ago, and all the electrode impedance showed greater than 10,000 ohms. The rep wasn¿t able to interrogate the patient¿s implant on the day of the report due to the implant was likely in overdischarge since they hadn¿t used it in 6 months. The patient was implanted for spinal pain.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 377760, lot# n0036826, implanted: (B)(6) 2006, product type: lead. Product ID: 377760, lot# n0036823, implanted: (B)(6) 2006, product type: lead.

Event description:
Additional information was received from the rep. It was reported that the patient needed a device reset for the rep to be able to read the stimulator. After successfully doing that, the patient charged it to 100% and the rep was able to read it. The patient's impedance on both leads was greater than 10,000 ohms on multiple electrodes. The patient was to be scheduled for a lead revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.